Event description:
It was reported that pump experienced malfunction with displayed malfunction code with no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, performed reset with assistance, and malfunction code recurred after reset, with no further outcome information provided.